Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 19-feb-2016 from and adult female consumer and forwarded to bayer on 04-aug-2016. Consumer was allergic to products. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. On an unspecified date the consumer experienced pelvic pain, eczema, rash, lower back pain, depressive feelings, loss of libido, tiredness, vitamin deficiency, and many cysts. She had work-related problems and relation and/or family problems. She visited her gynecologist and physiotherapy, psychologist. She had ecography and blood tests done (no results mentioned). Magnetic resonance imaging pictures of back was also done and nothing was found. On (B)(6) 2016 essure devices, two fallopian tubes and uterus were removed and she has been recovering. She had complications during removal procedure, two recovery operations were mentioned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure, fallopian tubes and uterus were removed approximately 4 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure, fallopian tubes and uterus were removed approximately 4 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.